Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left capsular contracture, baker grade IV.

Event description:
Health care professional reported "left capsular contracture, baker grade IV ". The device has been explanted and replaced.

Event description:
Health care professional reported, "left capsular contracture, baker grade IV". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, fold creases. A weight test of the device was verified, and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.